Event description:
The patient was admitted to the hospital on (B)(6) 2012. An x-ray confirmed the rv lead had dislodged and the lv lead had possibly moved more proximally in the lateral branch. A revision was performed and the rv lead was successfully repositioned. The lv lead was removed to allow for dilations on the axillary area. After significant manipulation of the lv lead, it was found that the lv lead itself had been compromised as exhibited by the guide wire going through a more proximal portion of the lead itself. The lv lead was explanted and replaced with a competitor's lead and the patient was discharged home.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.